Event description:
On (B)(6) 2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia with blood glucose values reported as high. The user was able to treat the high blood glucose by ilet without assistance from a caregiver. The user was treated at home and did not require emergency medical services or hospitalization. The user experienced hyperglycemia while using the ilet. This situation can occur during insulin therapy and is consistent with the reported elevated blood glucose values. The user reported performing a factory reset due to high glucose values and was found to be using meal announcements to obtain correction insulin doses. The user was educated regarding appropriate meal announcement and high blood glucose management protocols. Based on available information, no device malfunction has been identified. The event was associated with use error involving meal announcements rather than abnormal ilet pump performance. If additional information becomes available, a supplemental medical device report will be submitted.

Manufacturer narrative:
Initial